Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for the pen needle. Medical attention is not reported as a result of the reported symptom. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.